Manufacturer narrative:
Internal inspection shows no issue with unit. Charger is operating within specification. There is a warning in the dfu under important, caution on pg. 8 that states, "to avoid physical injury, do not direct the spray under the tongue or into the ear, nose, eye or other sensitive area." The root cause of the customer's complaint could not be determined.

Manufacturer narrative:
Lacerations on the tongue made lead to permanent damage to a body structure.

Event description:
Consumer complained the stream of the airfloss caused bleeding and a blood blister on their tongue. Medical attention sought.